Event description:
Pocket redness and patient¿s entire body infection occurred and vegetation noted on rv(right ventricular) lead riata 1570-65, serial: (B)(6) ¿ the rv lead was explanted on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).